Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware that a loss of connection occurred. Data was provided for evaluation. The reported loss of connection was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the operating system for the smart device was not a supported system. No additional patient or event information is available. Labeling indicates that the dexcom cgm application is only compatible for select devices and operating systems.